Event description:
It was reported that the table base was lifted due to collision with an instrument trolley and later dropped down. A doctor stuck his foot under the table while base was lifted of the ground. When the table dropped down the doctors foot was injured. Manufacturer reference # (B)(4).